Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient experienced unspecified symptoms. Diagnostic imaging was performed and valve regurgitation due to implanted positioning of the right ventricle (rv) leadless pacemaker (lp) was observed. The rv lp was explanted and replaced to resolve the event. No additional intervention was required. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.